Event description:
During a laparosocpic laser adhesiolysis it was reported surgeon observed peritoneal tenting when attempting to insert the trocar. Surgeon let off on insertion force & tried to reactivate the blade (safety shield had retracted to cover blade). The shield would not pull back to expose the blade despite continual efforts. Surgeon inserted reusable trocar instead. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: the instrument was recycled repeatedly and it functioned as intended. Body fluid was found on the shaft inside the safety shield. No conclusion could be reached as to why "the shield would not pull back to expose the blade".